Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low readings. It was reported that the readings were okay with adult sensor and device without clip. The reporter stated that she gets readings of 90% and when using another oximetry they get 99% transferred to specialist. There was no patient injury.

Manufacturer narrative:
Evaluation summary the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the fault mode reported by the customer as failure unknown was confirmed as ¿no readings¿, the detector¿s internal green wire was broken close to the sensor. This condition could be caused by normal usage/bending of the sensor. If information is provided in the future, a supplemental report will be issued.